Event description:
It was reported to ge that the collimator became loose and fell off of the tube. The technician was there to prevent it from hitting the patient. The collimator weighs approx 15kg and could potentially cause injury as a result of it falling. No injury was reported.